Event description:
The device was explanted (B)(6) 2010, due to multiple electrode faults. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)